Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade procedure, it was visually confirmed that the right atrial (ra) lead insulation was twisted. No electrical anomalies had been noted on the ra lead. The physician elected to repair the lead with silicone to resolve the event. The patent was in stable condition.